Event description:
It was reported while using bd max¿ system, bd max¿ instrument unusual curves are reporting as false positives. The following information was provided by the initial reporter: the issue was reported by the customer as unusual curves that were reporting as false positives.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results on instrument side b while running the mrsa assay. The customer instrument database and run files were provided to bd service specialists for further analysis. This analysis indicated the need for an instrument health check. A bd field service engineer (fse) was dispatched to the customer site where an instrument health check was performed and passed for all components except for performance of the reader on side b. Per the service manual this reader was replaced, and the new reader was renormalized. The instrument was qualified, and performance was confirmed to be within bd specifications. This complaint is confirmed by service and quality. The root cause was traced to component failure of the reader. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and one additional case was observed on 18apr2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument unusual curves are reporting as false positives. The following information was provided by the initial reporter: the issue was reported by the customer as unusual curves that were reporting as false positives.

Manufacturer narrative:
Initial reporter address: (B)(6). G5. PMA/510k: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.